Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the water jet tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the objective lens unit dirty, the angulation-down angulation decrease, the angulation-right angulation decrease, the angulation-up angulation decrease, and the air/water socket chipped/cut o-ring; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.